Event description:
"S/p b subgl infra 175cc surgitek gels for augmentation. Had some early encapsulation rx'd with closed capsulotomy that yr. Denies any h/o trauma but notes decreased size x yrs. Mammo shows l focal bulge - pt has some local discomfort. Arthralgias (+ am stiffness)/myalgias, paresthesias, spasms, swelling, fatigue, ha's, chills, l tmjd, visual changes, memory loss, sicca, hair loss, sens sun/cold/raynaud's)/chem, rashes, choking sens, thyroid probs, wgt gain and gi disturbances. The pt is otherwise healthy."